Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as 2134265-2011-04597. It was further reported that 189 days post index procedure, in-stent restenoses was found in the lad and rca. The mid lad was treated with placement of a 3.5 x 15 mm promus stent with 0% residual stenosis. The proximal rca was treated with placement of a 3.0 x 23 mm promus stent with 0%residual stenosis. The distal rca was treated with pre dilatation and placement of a 2.5 x 12 mm promus stent with 0% residual stenosis.

Manufacturer narrative:
Describe event, relevant tests/lab data, therapy dates & descripion updated. (B)(4).

Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced in-stent restenosis. The first lesion was located in the proximal right coronary artery with 80% stenosis and was 12mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 mm x 16 mm taxus liberte stent. Residual stenosis was 0%. The second lesion was located in the mid left anterior descending (mid lad) artery with 80% stenosis and was 18mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement of a 2.75 mm x 24 mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. Following the index procedure the patient was hospitalized with progression of coronary artery disease. Coronary angiography was performed the next day which revealed 80% focal in-stent restenosis of the stent in the mid lad. The lesion was treated with an unspecified drug eluting stent. Residual stenosis was 0%, timi flow was 3. The patient was discharged the next day on aspirin and prasugrel.